Manufacturer narrative:
Additional information received on 09 august 2016 and includes: the cocr head was also explanted. Batch review performed on 31 august 2016. Lot 145888: (B)(4) items manufactured and released on 29 october 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
The patient came in complaining of pain. The surgeon noticed radiolucent lines around the proximal stem. The surgeon revised the stem and the liner. The surgery was completed successfully. X-rays are available.

Manufacturer narrative:
On 09 september 2016 the medical affairs performed a clinical evaluation and commented as follows: after 1.5 years, a cementless tha went proximally loose at the femoral component and needed revision. This is a known, described possible complication following tha. There is no x-ray trail that allows a better evaluation of implant positioning and biomechanics of the reconstructed hip, therefore no further comments can be made to date. On 23 september 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: observing the femoral stem no particular sign can be noted, except some scratches on both the neck and the taper of the stem, probably due to the extraction phase. The ha on the surface of the stem is still present on the proximal part. Few residual bone can be noted on the surface of the stem. Some scratches can be noted on the border of the metallic head. The head is still assembled to the liner. The liner has some signs on both the external surface and the border. It is not possible from the inspection of the implants determine the root cause of the event.